Event description:
Patient reported that the vns device made her voice hoarse and seizures worse. The patient then underwent surgery to have their device removed. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.